Event description:
It was reported to vyaire medical that the ltv 1200 would not power back on after being turned off. The vent's battery was charged, and the only thing that lit up was the vent's inop alarm. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and duplicate the issue and isolated to failed ic universal voltage monitor so-8 p/n 10494 (u47), voltage supply +15v is being shorted to ground. Assy, power pcb p/n 27675-001 s/n (B)(6) has been removed and disposed of. Move ltv 1200 service repair p/n 18888-001-99 s/n (B)(6) to factory service to have a new assy, power pcb installed, then have assembly processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.